Event description:
It was reported that the head "moved" or "slipped" while in pins during a posterior cervical case. It was believed to be due to either the clamp losing pressure or the transition arm dropping slightly. There was no patient injury reported however the case was delayed by 30 minutes while trying to identify the issue. Additional information has been requested.